Event description:
On 18apr2023, the customer provided clarification on the data. (B)(6) 2023 sdi (B)(6) alinity initial result = 0.081 s/co (nonreactive) (B)(6) 2023 sid (B)(6) alinity repeat result = 0.074 s/co (nonreactive)

Manufacturer narrative:
Section b5 - describe event or problem: updated with additional information. After further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA to alinity I hiv ag/ab combo, list 08p07-22, abbott gmbh, wiesbaden, germany. MDR number 3002809144-2023-00200-00 and MDR number 3002809144-2023-00201-00 have been submitted and all further information will be documented under those MDR numbers.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo result for one donor sample. Three days after the donation, the patient had a medical checkup for symptoms of influenza and hiv was among the tests performed which turned out to be reactive. The customer sent the original sample to another blood bank that utilized the roche platform, and the result was nonreactive. A confirmatory test was also ordered, and the result was positive. The following data was provided on (B)(6) 2023, sid (B)(6) alinity initial result = nonreactive; roche result = 0.212 (nonreactive). On (B)(6) 2023 result from medical checkup = reactive. Confirmatory test result = positive. No impact to donor management was reported.